Event description:
An advia centaur xp sample barcode reader incorrectly read a sample barcode on a patient sample tube. The correct barcode sample ID was (B)(4). The barcode was read as (B)(4). Tsh (thyroid stimulating hormone) and ft4 (free thyroxine) tests were ordered for the patient sample. As a result of the incorrect barcode reading, the advia centaur xp read the tests ordered as "unknown. No incorrect tests were performed. No incorrect test results were reported. There were no known reports of patient treatment being altered, delayed, or withheld due to the incorrect barcode reading. There were no known reports of adverse health consequences due to the incorrect barcode reading.

Manufacturer narrative:
Siemens is investigating the issue.

Manufacturer narrative:
Siemens filed the initial MDR on april 16, 2012. Update: (B)(6) 2012: siemens has investigated this issue and found that the misreads were due to customer-produced labels that were poorly printed or applied. The instrument is performing within specifications. No further evaluation of the device is required